Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check for needle stick after use, bleeding and glucose level due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, needle stick, bleeding, glucose level) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle stick after use, bleeding and glucose level due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd syringe were unable to deliver insulin/medication during use. The product defect resulted in a needle stick injury to the patient with a "bad" needle, and the patient's "diabetes," (presumably blood sugar), went up. It has not been specified whether the patient sought medical intervention as a result. The following information was provided by the initial reporter: no additional product information or consumer information available. Adverse event: a patient, while on novolog therapy with unspecified needle reported accidentally pricking themselves with a bad needle that caused injection site bleeding. The patient additionally reported having arthritis in fingers and that their diabetes went up. The patient reported the suspect needle was a bd syringe.